Event description:
It is reported that a revision surgery occurred due to supposed pseudo tumor.

Manufacturer narrative:
Information was forwarded by zimmer (B) (4), which markets the devices in (B) (4). Where lot numbers were received for explanted device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is rleated to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed. (B) (4).